Event description:
It was reported that the patient presented in the clinic for a follow-up after experiencing multiple episodes of presyncope. Upon interrogation, it was noted that the right ventricular lead exhibited episodes of noise oversensing. The device was successfully reprogrammed. The patient was stable during and post event and will continue to be monitored.